Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection of the sensor patch was performed and no issues were observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc sensor prematurely detached during swimming and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced loss of consciousness and/or convulsion/seizure. There were no reports of the customer requiring treatment by a healthcare professional (hcp) or third-party. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.